Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing the black o ring seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir tube lip came off and no longer held in the reservoir. The blood glucose reading was 13 mmol/l. The insulin pump will be replaced and returned for analysis.